Event description:
It was reported that a customer went to the emergency room with a blood glucose level around 700 mg/dl. The customer was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released the next day with no permanent damage. During troubleshooting with tandem technical support, it was discovered that there was an undefined issue with the cartridge. The customer replaced their cartridge and was able to resume insulin therapy.